Event description:
It was reported that the device was explanted due to eri status. This associated rv lead was explanted and replaced on (B)(6) 2025 due to inappropriate shocks.

Manufacturer narrative:
Combination product: yes.